Event description:
It was further reported that the controller exhibited power switching with a pump stop and unexpected losses of power and that the controller ac adapters exhibited power switching. The controller and ac adapters were exchanged.

Manufacturer narrative:
A supplemental report is being submitted for to revise the event date and add devices to this report. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2018 / serial or lot#: (B)(6), UDI #: (B)(4), d10: no h4: mfg date: 30-nov-2017 h5: no h6: patient code(s): c50675 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430us / catalog #: 1430us / serial or lot#: (B)(6), d10: no h5: no h6: patient code(s): c50675 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430us / catalog #: 1430us / serial or lot#: (B)(6), d10: no h5: no h6: patient code(s): c50675 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to d11 and h3 and for device return. D4: serial or lot#: (B)(6); UDI#: (B)(4); d10: yes, return date: 11-aug-2020; h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; d4: serial or lot#: (B)(4); d10: yes, return date: 11-aug-2020; h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; d4: serial or lot#: (B)(6); d10: yes, return date: 11-aug-2020; h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; d4: serial or lot#: (B)(6); d10: yes, return date: 11-aug-2020; h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; d4: serial or lot#: (B)(6); d10: yes, return date: 11-aug-2020; h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; d4: serial or lot#: (B)(6); d10: yes, return date: 11-aug-2020; h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; d4: serial or lot#: (B)(6); d10: yes, return date: 11-aug-2020; h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; d4: serial or lot#: (B)(6); UDI#: (B)(4); d10: yes, return date: 11-aug-2020; h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; d4: serial or lot#: (B)(6); UDI#: (B)(4); d10: yes, return date: 11-aug-2020; h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; d4: (B)(6); h3: no, device evaluation anticipated, but not yet begun investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information in a4, b5, h6 and h10. A voluntary medwatch form 3500 was received (report #mw5096098); since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. Additional products: d4: serial or lot#: (B)(6). H6: FDA device code(s): a0708. D4: serial or lot#: (B)(6). H6: FDA device code(s): a0708. D4: serial or lot#: (B)(6). H6: FDA device code(s): a0708. D4: serial or lot#: (B)(6). H6: FDA device code(s): a0708. D4: serial or lot#: (B)(6). H6: FDA device code(s): a0708. D4: serial or lot#: (B)(6). H6: FDA device code(s): a0708. D4: serial or lot#: (B)(6). H6: FDA device code(s): a0708. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that power port one on the controller seemed to have issues. There were also multiple vad stops, and the patient reported ¿continued power switching with associated pump reboots as evidence by blank controller with no power alarms occurring¿. It was noted that power source lubrication had previously been performed.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. An update was made to the product event summary. Product event summary: the controller (B)(6), eight batteries (B)(6), and two controller ac adapters (B)(6), (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and controller ac adapters revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within the power ports of the controller, likely due to the handling of the device. Supplemental testing was performed on the controller, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6), and a power adapter. Review of the controller log files revealed six controller power up events were logged on (B)(6) 2020 at 12:27:04, on (B)(6) 2020 at 17:42:08, on (B)(6) 2020 at 11:40:54 and at 11:47:23, on (B)(6) 2020 at 17:20:07, and on (B)(6) 2020 at 12:57:26. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the power up events on 17-jun-2020 and (B)(6) 2020 were not available. Several momentary disconnections were recorded prior to the remaining losses of power. The controller was without power for nine seconds, seven seconds, nine seconds, seven seconds, 13 seconds, and nine seconds, respectively. A power source lubrication procedure had been performed in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6)2018. Loss of power to the controller will trigger the display to become dark and will result in a continuous audible alarm. As a result, the reported events were confirmed. A power source lubrication procedure had been performed on all the devices in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a correction. A correction was made to h10 system reported devices cac206128 and cac205826: expiration date, mfg date, and UDI were included on this report. Product event summary: the controller, batteries and controller ac adapters were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and controller ac adapters revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within the power ports of the controller, likely due to the handling of the device. Supplemental testing was performed on the controller, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat594023, bat594022, bat594025, bat594026, bat594027, bat594028, and a power adapter. Controller log files revealed four controller power up events were logged on 03-jul-2020 at 11:40:54 and at 11:47:23, on 11-jul-2020 at 17:20:07, and on 12-jul-2020 at 12:57:26. Several momentary disconnections were recorded prior to the losses of power. The controller was without power for 9 seconds, 7 seconds, 13 seconds, and 9 seconds, respectively. As a result, the reported events were confirmed. A power source lubrication procedure had been performed on all the devices in accordance with the requirements under fsca cvg-18-q4-19 on 31/may/2018. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/po wer-source pins. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213, 174, 331 h6: FDA conclusion code(s): 4307, 19, 4315 d4: expiration date: 10-jan-2019 / serial or lot#: (B)(6) UDI #: (B)(4) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: expiration date: 14-dec-2018 / serial or lot#: (B)(6) UDI #: (B)(4) h3: yes h4: mfg date: 14-dec-2017 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2019 / serial or lot#: bat594021. UDI #:(B)(4). Device evaluated: no. Mfg date: 12-jan-2018. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2019 / serial or lot#: bat594022. UDI #:(B)(4). Device evaluated: no. Mfg date: 12-jan-2018. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2019 / serial or lot#: bat594024. UDI #:(B)(4). Device evaluated: no. Mfg date: 12-jan-2018. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2019 / serial or lot#: bat594025. UDI #:(B)(4). Device evaluated: no. Mfg date: 12-jan-2018. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2019 / serial or lot#: bat594026. UDI #:(B)(4). Device evaluated: no. Mfg date: 12-jan-2018. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2019 / serial or lot#: bat594027 .UDI #:(B)(4). Device evaluated: no. Mfg date: 12-jan-2018. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2019 / serial or lot#: bat594028. UDI #:(B)(4). Device evaluated: no. Mfg date: 12-jan-2018. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching. The batteries were removed from service. No patient complications have been reported as a result of this event.